Event description:
It was reported that a spectrum pump had been damaged due to fluid intrusion. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed the reported symptom and found wireless connection capabilities to be inoperable. The investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion which caused the components to fail, rendering the unit unrepairable due to mac address assigned as product serial number. The module was retired from service.